Event description:
Caller states that the patient tested 4.4 inr and 6.3 inr during duplicate testing while a comparison lab returned as 2.8 inr. Patient 2 reportedly obtained results of 5.5 inr on the device and 3.45 inr on a comparison lab. No action was taken based on device results. No adverse event reported for either patient. Requested return of suspect device and replacement was sent.

Event description:
Caller states that the patient tested 4.4 inr and 6.3 inr during duplicate testing while a comparison lab returned as 2.8 inr. Patient 2 reportedly obtained results of 5.5 inr on the device and 3.45 inr on a comparison lab. Action was taken based on device results. No adverse event reported for either patient. Requested return of suspect device and replacement was sent.